Event description:
It was reported that the camera head exhibited screen turned completely white. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness fail and due to poor contact of camera unit, there was noise in the image. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to misalignment of camera unit, the guidepost position of camera head and image is out of the standard. Additionally, due to damage on cable unit, water tightness fail and due to poor contact of camera unit, there was noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.